Event description:
It was reported that after the catheter was inserted over the spring wire guide (swg), the clinician tried but was unable to remove the swg. As a result, both the catheter and swg were removed together. A new set was opened and used without difficulty or complications to the patient.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one damaged swg was returned for evaluation. Catheter involved in incident was not returned. On returned sample, swg core wire was broken adjacent to distal weld and coil wire was partially unraveled approximately 12 cm from distal tip. Both welds were intact and no pieces were missing. Specified .838/.877 mm diameter of swg was measured at .845 using a micrometer. Product's instruction booklet (arrow (B) (4)) contains suggested procedures for inserting and removing swg/ catheter and warnings to minimize the likelihood of swg damage during use. Specifically, practitioner is instructed not to apply excessive force in removing swg or catheter and not to withdraw swg against needle bevel. The device history records for the swg and catheter were reviewed with no relevant findings. No manufacturing defects were identified during this investigation. Based on the sample and information provided, the potential cause of this issue could not be determined. A CAPA has been initiated to address this issue.